Manufacturer narrative:
A visual examination of the returned device found the catheter cut and the needle tail broken. Functionally, the returned unit was not tested due to the sample return condition. Dimensional inspection found the curves of the pull wires to be within manufacturing specifications. No abnormalities were noted with the device riveting and welding which were also within specifications. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance and breaking the needle tail. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure. According to the complainant, during the procedure, after one biopsy sample was retrieved, one of the pull wires broke loose and the jaws would not close. The forceps and scope were removed from the patient in tandem and then the forceps was cut at the distal end to be removed from the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) (jaws won't close). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure. According to the complainant, during the procedure, after one biopsy sample was retrieved, one of the pull wires broke loose and the jaws would not close. The forceps and scope were removed from the patient in tandem and then the forceps was cut at the distal end to be removed from the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.